Event description:
It was reported that the recently implanted vns patient developed an infection at the generator pocket. The patient underwent surgery on (B)(6) 2014 to explant her generator and was re-implanted with a new generator on (B)(6) 2014.